Manufacturer narrative:
A ge service representative performed an on site investigation. The image quality issue could not be duplicated, however, as a proactive measure recalibrated generator to eliminate intermittent operation with imaging chain system. It was also noted that the workstation would not boot up. Reseated cpu ip and display interface. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system was poor. A replacement c-arm was used to finish the case. There was no report of patient injury.